Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforated uterus'), device dislocation ('gallbladder has coil in it / one not known') and gallbladder rupture ('gallbladder has coil in it / one not known') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), gallbladder rupture (seriousness criteria medically significant and intervention required), device expulsion ("2 fell out"), gastrointestinal necrosis ("thermal necrosis of the small intestine"), gastrointestinal stoma necrosis ("extension of the necrosis to the whole thickness of the stoma"), back pain ("back pain") and pneumonia ("pneumonia"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the uterine perforation, device dislocation, gallbladder rupture, device expulsion, gastrointestinal necrosis, gastrointestinal stoma necrosis, back pain and pneumonia outcome was unknown. The reporter considered back pain, device dislocation, device expulsion, gallbladder rupture, gastrointestinal necrosis, gastrointestinal stoma necrosis, pneumonia and uterine perforation to be related to essure. The reporter commented: (B)(6) 2020: patient is having gallbladder clip. Concerning the injuries reported in this case, the following ones were reported via social media: back pain, device dislocation, device expulsion, gallbladder rupture, gastrointestinal necrosis, gastrointestinal stoma necrosis, pneumonia and uterine perforation. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received, events "perforated uterus", "gallbladder has coil in it", "thermal necrosis of the small intestine", "back pain" and "extension of the necrosis to the whole thickness of the stoma" and "pneumonia" added, reporter added. On 23-mar-2020: social media received:- new reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.